Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antimicrobial medication (ongoing) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information was available.